Event description:
It was reported that while using kit flu a+b 30 test physician veritor 3 false positive results were obtained by the laboratory personnel. A fisher sure-vue was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 3006948883-2021-00228 was sent in error. This complaint was determined to be a duplicate of report pr#: (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using kit flu a+b 30 test physician veritor 3 false positive results were obtained by the laboratory personnel. A fisher sure-vue was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.